Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer used food and was given intravenous fluids and dextrose to treat. The customer did not mention any symptoms. Customer stated that drive support cap appeared to be normal. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and unexpected restart error test. Device passed tone check on self test. Device failed vibrate check on self test due to broken black vibrator motor wire. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor scratched display window, scratched keypad overlay, scratched case, scratched reservoir tube window and cracked reservoir tube lip.